Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had replace battery alarm. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated it was the second occurrence of the replace battery alarm without low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).